Event description:
The customer reported that while running a hepatitis c assay, summit sample handler did not pipette the correct amount of reagent and did not give an error message. An ortho field service engineer was dispatched. No death or serious injury was associated with this event.